Event description:
The customer received a questionable magnesium result on their integra 800 analyzer. Repeat testing was performed on the same analyzer as the initial result. The patient's initial magnesium result was 3.8 mg/dl accompanied by a data flag. The first repeat result was 1.9 mg/dl. The second repeat result was 1.9 mg/dl. The customer considered the repeat results to be correct. There was no adverse affect on the patient. The magnesium reagent lot number and expiration date were not provided. The field service representative found the unit was not drawing up cleaner. He replaced the rt2 chain cable. All quality control results passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.